Event description:
According to the information the pt had retention at 6wk check up. The doctor had noted that the sling had migrated to the top of the cuff. The pt does not want a revision at this time. They are using ointment/cream.